Event description:
Report provided by the end user states that they have experienced red skin under the tape collar. The end user applies a cortisone cream to the skin if the skin is really red. The end user also washes with antiseptic soap. Applies a barrier wipe, than applies the wafer and pouch. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.